Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detached from connecter event on 07-jul-2024. The infusion set was in use for less than 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.